Event description:
Patient was sent up to unit from vascular lab after having cerebral angiography with md. Rn gave telephone report and informed me that during the procedure, 1.5 inch of catheter was dislodged into pt's femoral artery. Rn said vascular surgery was notified and would be up to the unit to assess patient. Pt's family was not notified of this. Upon arrival to floor, pt neurological status: baseline alert and oriented to person and time (a&ox2), steady-state volume (vss), and no bleeding at right groin site. Right pedal pulses were thready but found with a doppler. The medical technologist (mts) attending was paged and orders were obtained to transfer pt to neurological stepdown per md.